Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery jumped from 45% to 55% without being connected to a power source. There was no impact to the customer's blood glucose level. The customer declined to upload pump data for review by tandem technical support. In addition, the customer reported a low blood glucose (bg) level that morning of 35 (mg/dl). The customer consumed carbohydrate to address bg level. Reportedly the customer is still adjusting dose of long acting insulin (lantus) with pump therapy. The customer stated this was the suspected cause of the low bg level.